Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a partial gastrectomy procedure, the stapler was not able to fire. Also, there was poor staple formation - 3 staples have been formed however any of them into the tissue. The proximal staple line was incomplete - not fixed, and not started to cut. The jaws of the device locked on tissue - the instrument was removed from the tissue by opening the jaws. A medical intervention was needed, 3 staples fell into the patient cavity and were retrieved with a pin. There was no patient injury.

Manufacturer narrative:
Evaluation summary post market vigilance (pmv) led an evaluation of one device. The visual inspection and functional evaluation of the device had acceptable results. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.